Event description:
Patient presented to the emergency department with headaches and swelling at the neck incision site, and they were prescribed antibiotics. Patient returned to their physician for a follow-up appointment, where it was noted that the issues had resolved.